Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of the intraocular lens (iol) loaded (to teach the scrub tech). The crack was toward the right side and was linear toward the edge of the optic, and its location ended up just beneath or just beyond the edge of the capsulorrhexis. So, they decided that it was likely not visually impactful and did not justify the risk of explanting the iol.